Manufacturer narrative:
The 3.5 x 18mm resolute onyx des, that was placed in the proximal rca, was sufficiently post dilated prior to inserting the second distal stent. The 3.5 x 18mm resolute onyx did not become deformed. Patient went home and is fine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a mildly tortuous and severely calcified lesion in the rca with cto. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that a 3.5 x 18mm resolute onyx des was placed in the proximal rca. An attempt was made to pass the device to the distal rca but the stent got caught and dislodged within the previously deployed 3.5 x 18mm resolute onyx des. The dislodged stent was crushed inside the 3.5 x 18mm resolute onyx des . No patient injury was reported.